Event description:
The customer called to report the pump was not beeping when an error alarm was displayed, boluses are delivered, and during a self-test. It was stated that this has been happening for a while.